Event description:
It was reported that a bilateral patient enrolled in the (B)(6) clinical study underwent a total hip arthroplasty on (B)(6) 2004. Subsequently, a revision was performed (B)(6) 2006 due to cup loosening. The cup and head were removed and replaced. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."

Manufacturer narrative:
This follow-up report is being filed to relay correct description.

Event description:
It was reported a patient enrolled in a clinical study underwent a total right hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2006 due to a loose acetabular cup. The acetabular cup and modular head were removed and replaced.